Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer displayed an error message at start-up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer powers up with an error. As a result the hard drive was reconfigured and software was reloaded. Concomitant medical products: product ID 2067 radiofrequency head.